Event description:
Dealer states that the left cane has broken at the bolt hole. No injury to report.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.